Manufacturer narrative:
H11: livanova deutschland manufactures the arterial clamp. The incident occurred in foggia, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an arterial clamp gave sometimes the following error message on cockpit screen of the essenz console: "arterial clamp: problem". In addition also configuration error messages related to arterial pump and cerebral one appeared. The issue occurred during priming. There was no patient involvement.

Event description:
See initial information.

Manufacturer narrative:
H11: a picture confirming the error message has been provided by the customer an analyzing it, it can be stated that the error message popped up during the profile distribution phase. In addition, customer reported that no further issue have been occurred, thus excluding a hardware defect. Complaints database analysis revealed no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the collected information, a hardware defect of the clamp can be ruled out. However, considering that the issue occurred during the profile loading, it cannot be ruled out that a temporary isolated communication issue between the ac (alternating current) and the can (controller area network) bus occurred.